Event description:
An attempt to advance a coronary stent with delivery system to a very tortuous, highly calcified target lesion site in the pt's right coronary artery was unsuccessful. Since the sds would not advance beyond the proximal tortuosity of the tls, the sheath was retracted to achieve a lower device profile. This shealthless attempt was unsuccessful as well. In response, an attempt to withdraw the sds was made; however, while the sds was being withdrawn, the stent became dislodged from the balloon catheter and remained in the coronary artery. A snare device was used to successfully retrieve the stent without complication. There were no add'l complications reported relative to this event.